Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was further reported that the right ventricular (rv) lead has high thresholds. The physician tested the leads and were found to be working within normal limits. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.